Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring. Additionally, during the course of troubleshooting for this issue, it was found that the rack pushrod was "mangled," causing difficulties loading cartridges. Customer's blood glucose level was 135 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.